Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation are rupture, and capsular contracture unknown baker grade. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported unknown side rupture and capsular contracture unknown baker grade. Device remains implanted.